Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the case was right distal end radius fracture. The reported seldrill-schanz screw was broken at the thread part soon after the surgeon inserted the tip of the seldrill-schanz screw in the second metacarpal bone by use of parallel drill guide. The broken part was left in the patient¿s bone. The surgeon had shaved bone around the seldrill-schanz screw by use of kirschner wire and removed the broken part by use of forceps. Eventually, the surgeon used another seldrill-schanz screw and fixed it at another hole which was 5 mm away distally. There was 10 minutes delay in the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. This report is for one unknown seldrill-schanz screw/unknown lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional manufacturing date (for non-sterile part): september 10, 2014. Device history review: this DHR review is for sterilization procedure only. Manufacturing location: (B)(4), manufacturing date: september 30, 2014 - expiry date: september 1, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The following DHR is for the non-sterile part 494.736 / (B)(4): manufacturing location: (B)(4), manufacturing date: september 10, 2014. A non-conformance report was generated during manufacturing. Two (2) parts show red discoloration at the surface and were scrapped. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation summary: the investigation of the broken selldrill-schanz screw shows that the tip is broken off due to mechanical overloading during use. The specified dimensions were checked during final inspection and found to be ok. No manufacturing- or material- related issue could be identified. Visible signs at the tip indicates hard contact with other metallic parts while used, which caused deformation and damages of self-drilling tip. Therefore, high mechanical force was applied during use. Mechanical overloading situation created by applying exceeding torsional force may have caused the rupture. No indication for material or design related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.